Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter which resulted in the pump shutting down. The customer's blood glucose level was 560 mg/dl. A manual injection was administered to address elevated bg. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable and wall power adapter.